Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user dropped the pump from a 6-foot height and the screen cracked. The user is unable to get into the menu screen to see how much insulin is left in the cartridge. The agent advised on replacing the pump. There was no report of any patient harm or adverse event associated with this report.